Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. There was no button error alarm present. There was no display ramping up on its own anomaly. There were traces of moisture at the lcd board visual inspection. There was no pump delivering of bolus on its own noted. The device had a cracked case at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the insulin pump may have been exposed to moisture and the buttons are not really working. Customer advised they got out of the shower and noticed a little water and a crack on the device. Troubleshooting for cosmetic damage was performed. Customer advised there is a crack on the upper right corner of the lcd screen. Troubleshooting for the moisture damage and keypad anomaly was not performed since the device needed to be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.